Manufacturer narrative:
As reported, patient has experienced chronic pain post implant of ventralight st w/echo using sorbafix enhanced fixation device. Based on the event as reported the degree to which the sorbafix enhanced fixation device used to treat the patient may have caused or contributed to the patient¿s post operative course cannot be determined. The adverse reaction section of the instructions-for-use supplied with the device lists pain as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note, the date of event (27-may-2025) is considered to be a best estimate based on the date of awareness. This MDR represents the sorbafix enhanced (device #2). An additional MDR was submitted to represent the ventralight st w/echo (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent incisional hernia repair surgery with implant of ventralight st w/echo using sorbafix enhanced fixation device on (B)(6) 2020. As reported post procedure patient is experiencing chronic pain.